Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1906423: (B)(4) items manufactured and released on 05-nov-2019. Expiration date: 2024-10-22. No anomalies found related to the problem. To date, 7 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a fracture at femoral level that was caused from the patient stepping and twisting her leg. The surgeon cabled and plated the fracture and did not revise any components 1 month after previous surgery. The surgery was completed successfully. The patient had a primary implanted with competitor products, on (B)(6) 2020 the competitor products were revised with medacta products.